Event description:
During a ptca / stenting treatment procedure involving a 90% stenotic lesion in the middle portion of the lad coronary artery, the maverick monorail balloon was suspected to have ruptured at 6 atm's on the initial inflation when dye extrusion was noted. The patient was asymptomatic during this event. The maverick monorail balloon catheter was being used to predilate the lesion prior to stent placement. The maverick monorail balloon catheter was removed and replaced with another maverick monorail balloon catheter to successfully complete the procedure. A getz brother's neo's soft guidewire (size unknown), a 6s cyber fl4 guide catheter and an everest inflation device were also used in this case, but the type and size of introducer sheath used is unknown. Patient status is reported as "good".